Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The interconnect cable connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.